Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. . Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united arab emirates it was reported, the patient faced infusion set's not adhering event on (B)(6) 2025. Patient had blood glucose reaching upto 400 mg/dl. Site of insertion was thigh. Patient was treated via insulin pen. No further information available.